Event description:
Related manufacturer report number 1627487-2022-04735. It was reported that the patient was not receiving effective therapy from their system. In turn, surgical intervention was undertaken wherein one of the leads was explanted and replaced. During the explant, it was found that the lead had a potential fracture at the anchor site. Postoperatively, the patient has effective therapy. Note: as it is unknown which lead was fractured, both are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report event of ineffective stimulation was confirmed. As received, visual inspection showed the returned lead (b) found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.